Event description:
It was reported that while pacing within a specific mode setting pacing failure was "often" detected in the external pulse generator. It was further reported that when the connected cable was touched the generator succeeded in pacing. It was speculated that the cable could be fractured or the cable connection not adequate. The generator was changed out and is expected to be returned for analysis and service. There were no patient complications reported as a result of this event.